Event description:
Pt underwent supracervial open hysterectomy and was closed with absorbable suture. The pt presented at the attending's office five days following the procedure, and the surgical incision was found to be dehisced. The pt was returned to surgery; the looped suture was reported to be attached at both ends and was found broken in the middle.